Manufacturer narrative:
(B)(6) 2011 - litigation papers allege the following: after the surgical implantation, patient suffered symptoms and damage to patients body including but not limited to constant and severe pain and discomfort in patients thigh, hip-joint, and groin; an inability to walk, sit, or stand without severe pain; an inability to travel for business causing a loss of income due to severe pain and discomfort when sitting for long periods of time; the formation of metallosis and pseudotumors which have damaged bone and tissue surrounding the implant; inflammation and infection; chromium and cobalt metal toxicity; and other complications. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update (B)(4) 2012 - plaintiffs preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt contacted broadspire to initiate claim. Pt reported revision surgery. Reason for revision is unk. No further info is available at this time.